Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and elevated sensing integrity counter (sic). The rv lead exhibited several non-sustained ventricular tachycardia episodes and high rate non-sustained episodes due to t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.